Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that ion selective electrolytes generated on the synchron lx 20 clinical chemistry system have calibration reference drifts issues. Customer reported that the ion selective electrode (ise) flowcell drain was overflowing. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found line 15 was pinched causing the electrolyte injection cup (eic) and the ise drain to overflow. After correcting the issue, the fse performed health check on the instrument and found the instrument met all specifications. The fse recalibrated and ran quality control. The fse found all chemistries met specifications.